Event description:
It was reported that a patient experienced an "unpleasant level of stimulation" and paresthesia propagating into her left arm, elbow, and fingers ten days after the device implant. The reporter stated that the device was reprogrammed and the pacing output was set to zero. It was reported that the implanting neurosurgeon expressed suspicion of lead dislocation and the patient was admitted to the hospital on (B)(6) 2012 for a lead revision. It was noted that the next day the lead revision was completed without complication and with good effect confirmed on a CT scan. The reporter stated that the following day the patient was discharged from the hospital in good status. It was noted that there was no harm or injury.

Manufacturer narrative:
Product ID 3877-45, lot# 0205506747, implanted: (B)(6) 2012, product type lead; product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).